Event description:
It was reported that the pt started to experience no stimulation 5 days ago. The lead impedance measurements read greater than 4,000 ohms on some of the unipolar pairs. Two different programs both read greater than 4,000 ohms. Further info is being requested from the company rep.